Manufacturer narrative:
(B)(4). Date sent: 6/3/2021. D4: batch # u5dy9f. H6: component code = others (g07). The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with a tr45w reload no loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The event could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted during the functional testing. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/ packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? All of the staples were unformed. Some were stuck in the tissue. How was the bleeding controlled? It was controlled by suturing. How much blood was lost (ml)? Approximately 400ml. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No change in pos top care. Event outcome/ how was it managed? Managed with sutures. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? Yes. Additional information: the surgeon informed me that the stapler cut but did not staple, so they had to manage a large bleed. He could see some unformed staples but they had not formed their b shape.

Event description:
It was reported during an unknown procedure, the stapler did not staple properly. There was huge bleeding after they used the stapler.